Manufacturer narrative:
Investigation summary: thrombosis/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that pressure at site resolved the bleeding.

Event description:
A 51-year-old male with heart failure complicated by cardiogenic shock received temporary mechanical circulatory support with an impella cp device. He additionally required extracorporeal membrane oxygenation (ECMO) support for some days. After more than 10 days of support with the impella cp, a thrombus was identified at the pigtail portion of the impella catheter located in the left ventricle. The device, which had been in use far beyond the recommended maximum duration of support, was removed. The patient ultimately survived. The original complaint concerned patient injury/thrombosis. Based on the information available, the patient will be coded for thrombosis and additional device required, medical device removal and serious injury as outcomes. Thrombosis is a known risk for mechanical circulatory support devices and can increase in the combined impella cp/ECMO setting. Additionally, a mandatory echo before placing the impella cp as per instructions for use was not documented, so the thrombus could have be present already for insertion of impella cp and would have been therefore an absolute contraindication for impella use. Furthermore, it should be noted that impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.